Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1516021 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 he was sitting in a chair at home when he suddenly felt "dizzy" so he performed a test using his adc blood glucose meter and received a reading "in the 200's" at approximately 11:30 am. Customer noted he did not feel his sugar was high so he self-presented to a local emergency room to have his glucose checked. At the emergency room a reading of "42 mg/dl or 43 mg/dl" was received on a hospital device, sometime after 11:30 am. Customer was diagnosed with hypoglycemia and treated with orange juice to drink and an unspecified intravenous infusion. Customer was discharged to home around 2:00 pm. There was no report of death or permanent injury associated with this event.